Manufacturer narrative:
Correction : the device was not explanted as previously reported, only a re-positioning of the electrode was performed.

Manufacturer narrative:
This report is submitted on 27 april, 2018.

Event description:
It was reported that the patient experienced pain due to extrusion of the electrode into the ear canal. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device.